Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 60 seconds. The device was removed without issue and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure.